Event description:
It was reported when using the bd accuri¿ c6 plus system there was waste leakage without bleach not contained. (Outside instrument) the following information was provided by the initial reporter. The customer stated: "when starting the instrument: the waste line pops out resulting in leakage in/below the instrument. The leak was not contained within the instrument. The fluid that leaked was sheath fluid ¿ di water + bacteriostatic solution. The customer was not exposed to blood or bodily fluids. There was no physical harm to the customer as a result of the leak."

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd accuri c6 plus system, part # 660517, and serial # (B)(6). Problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 15feb2020 to date 15feb2021. Complaint trend: there are 10 complaints related to waste leakages caused by blocked or worn valves. Date range from 15feb2020 to date 15feb2021. Manufacturing device history record (DHR) review: DHR part #660517, serial # (B)(6), file #(B)(4). The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a blocked waste shut off valve disconnecting a waste line. The fse (field service engineer) confirmed the issue and had to replace several parts due to damage done by the leakage. They replaced the valve board (pn 660484), harness (pn 659606), electronic assembly (pn 660493), pump tubing (pn 653146), inline sheath filter (pn 653148), pressure sensor t-fittings and tubings, sip o-rings, and bottle filters. The fse then cleaned the tubings and fluidic harness with hot water, performed fluidic calibration, adjusted the calibration factors and sov values, and tested the waste bottle for leakages. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair the instrument was functioning as expected with no further leakages. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blockages or clogs within the fluidics system, and instructions can be found in chapter 10 of the bd accuri¿ c6 plus system user¿s guide (#23-18013-01 rev. 1/vers. A). The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4) , case # (B)(4). Install date: (B)(6) 2016. Defective part numbers: 653148 - filter in-line sheath (1); 653146 - tubing peristaltic pump (set of 2); 660484 - assy valve board diaphragm valves svc; 660493 - assy electronics cage service; 659606 - harness fluidics with shut off valves; 659605 - assy 2000ml bottle facsvia waste. Work order notes: o subject / reported: waste line "popping" out when starting the instrument. O problem description: when starting the instrument: the waste line pops out leakage in/below the instrument. 1. Was the leak contained within the instrument: no. 2. What was the fluid that leaked: sheath fluid ¿ di water + bacteriostatic solution. 3. Was the customer exposed to blood or bodily fluids: no. 4. Was there any physical harm to the customer as a result of the leak: no. O work performed: replaced valve board (660484) with new valve board (660484),replaced the harness (659606) with a new harness (659606) and replaced electronic assy (660493) with new electronic assy (660493) resolved the issue. Standard did: performed pm: replaced pump tubing¿s (1x 653146) and inline-sheath filter (2x 653148) (standard procedure). Cleaned tubing¿s with hot water. Cleaned fluidic harness with hot water. Replaced t fitting and tubing¿s at pressure sensor (floorstock). Replaced o-rings sip (floorstock) (standard procedure). Performed fluidic calibration. Adjust calibration factors. Adjust sov values. - tested bottle and replaced bottle filters (from floorstock). Cause: a leak at the waste pump, caused by a blocked waste shut off valve corroded the valve board and electronic assy. Solution: this instrument is repaired and working according bd service specifications. Spare part order number lots: to2 f14230644. Labor hours: 11.5h. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 10000214703, rev. 05/vers. A, bd accuri c6 plus flow cytometer with optional bd csampler plus risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ID: (B)(4). Hazard event: exposure to bio-hazardous material during instrument shutdown. Cause of event: waste bottle overflows. Harmful effects: exposure to bio-hazardous material. Risk control(s): pcyt-3378 - waste bottle full warning with room for shutdown fluidics pcfl-444 ¿ bottle level sensor notifications pcfl-2286 ¿ rack/plate interrupts ¿ bottle level notifications pcyt-2908 ¿ labeling waste bottle biohazard sy-3126 ¿ safety - biohazard user will apply the universal precaution - instructions for use guide - chapter on startup and shutdown wear suitable ppe ¿ biological safety ¿ safety and limitations guide. Implementation verification: tp-266 tp-190 23-18014-00 bd accuri¿ c6 plus safety and limitations drawing 659605- assy, 2000ml bottle facsvia waste ¿ see pcyt-2908 o effective verification: ¿ design verification report ¿ pm053 cytometer, generation IV tp-266 waste bottle warning ¿ shutdown pass date: 03-oct-2014 verification report ¿ pm076 tp-190 maintenance & bottle warnings pass date: 24-jul-2014 reg status: ivd; ruo. Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a blocked or clogged waste shut off valve. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a blocked or clogged waste shut off valve. The fse confirmed the issue, cleaned and replaced several parts damaged by the leakage, and tested the instrument. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is severe, s4, though there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd accuri¿ c6 plus system there was waste leakage without bleach not contained. (Outside instrument) the following information was provided by the initial reporter. The customer stated: "when starting the instrument: the waste line pops out resulting in leakage in/below the instrument. The leak was not contained within the instrument. The fluid that leaked was sheath fluid ¿ di water + bacteriostatic solution. The customer was not exposed to blood or bodily fluids. There was no physical harm to the customer as a result of the leak."